Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. This report is filed july 21, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences chronic pain at the implant site. On (B)(6) 2016 the patient was treated with steroid injections without resolution. The implanted device remains.